Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Patient was revised to address osteolysis and pain. Doi (B)(6) 2012 - dor (B)(6) 2012 (right hip). Update 12/28/2012: patient's medical records were received. No new information that would change the existing MDR decision. The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the lot codes required were not provided. Requests for additional investigational inputs were made in accordance with (B)(4) appendix a; rev. C. Operative notes and x-rays were obtained. The radiographs reveal well-positioned, stable appearing components. With the information provided osteolysis could not be confirmed. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address osteolysis and pain.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.